Event description:
Information received indicates the bed is flashing an error 6 side com error and the nurse call relay is not working from the side rail or pendant.

Manufacturer narrative:
The facilities maintenance replaced the side com board to repair the bed.